Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was performed on (B)(6) 2022 and the patient was in stable.

Manufacturer narrative:
The reported event of header anomaly was not confirmed. The device was returned for analysis. Electrical, longevity, visual and mechanical analysis was normal with no anomalies found.